Event description:
Event description boston scientific received information that this transvenous atrial lead dislodged, was oversening the ventricle and not tracking appropriately. The threshold measurements were elevated.